Manufacturer narrative:
The product's model/lot number was unable to be obtained and therefore full UDI information(d4) and 510k(g3) cannot be not provided.

Event description:
During a supraventricular tachycardia procedure, a noise artifact resulted in the cancellation of the procedure. During the procedure, it was reported the workmate claris computer would not show any signals. It had blue over-saturated signals on the egm. Moving the egm ports did not resolve the issue. The pacing channels brought the signals back to unsaturated, but this was completed after the case was abandoned. The ECG signals appeared as they should during the procedure.

Manufacturer narrative:
Additional information: d4, d9, g3, h2, h3, h4, h6 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported noise issue and subsequent cancellation could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.